Event description:
My (B)(6) sister was using her CPAP and started gasping for air. Coroner says probable pulmonary embolism was the cause of death. Very unexpected and out of the blue. Could it have been from partial buildup from her recalled phillips CPAP machine? Not sure but wanted to bring this case to someone's attention. FDA safety report ID# (B)(4).